Event description:
On 01-may-2025, a spontaneous report was received from the united states via email regarding a female (age not provided) who used a thermacare neck/shoulder/wrist 8 hr heat wrap. On 01-may-2025, the consumer topically applied a thermacare neck/shoulder/wrist 8 hr heat wrap. One hour after wearing the product she removed the product. She noted that the product burned her skin and caused discomfort. She noted that the product was too small for her. The consumer declined to provide further information.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.